Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery was depleting quickly which resulted in the pump shutting down. There was no impact to the customer¿s blood glucose. Reportedly the customer continued to use the pump for insulin therapy.